Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, an unknown size mechanical heart valve was chosen for a procedure. During procedure, the physician attempted to rotate it after tied it down and a leaflet broke off. The valve got removed and a new non-abbott valve was implanted.